Event description:
It was reported that pieces of the blade broke off during a total knee procedure. It was further reported that two pieces were retrieved from the patient. An x-ray confirmed that no foreign matter remained. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. It was not possible to determine the definitive root cause for the alleged breakage.